Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined that results were held for validation in the laboratory information system. The cse determined that no incorrect results were reported to the physician(s). The cse increased the severity setting that centralink assigns to the customers advia 2400 instrument flag "r" (repeated result) to 2 in order to hold those results that are auto repeated in this instrument. The cause of the auto verification rule not functioning correctly is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported the centralink auto verification rule is not functioning correctly. The centralink rule for sample reruns is set to not auto validate sample reruns though are still being auto validated on the customers advia 2400 system. There were no reports of adverse health consequences or known patient intervention due to the auto verification rule not functioning correctly.